Event description:
Pt was set-up on interferential electrical stimulator to left knee as ordered by physician. Approximately 5 mins later, while receiving the treatment, pt verbalized that he felt the stimulation intensify at the left lateral quadriceps area. Treatment immediately stopped. Area examined. Rn and md notified. Md noted superficial redness of lateral aspect of left knee area. Silvadene creme applied.